Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 109 mg/dl. Customer reported that pump error after being submerge on the beach, it alarmed for insulin flow blocked. Customer has a new battery but pump is not working and just red light blinking, vibrating and pump screen is black. Customer was advised that we will send a pump replacement.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. We were unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify insulin flow blocked alarm due to blank display. Also, device was received with corrosion on the motor and force sensor. No moisture damage found on the keypad assembly. No vibrate alert or illuminated/blinking alarm noted. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, corroded battery tube, pillowing keypad overlay and minor scratched lcd window.